Event description:
Caps was notified by facility that the heparin syringes were labeled as saline flush. A total of 840 syringes were compounded totaling 7 cases. All 7 cases were sent to the same customer. Caps miami requested that the syringes from this batch be returned. 6 cases (720 syrignes) were returned to caps miami. One complete case 120 syringes) was consumed by the customer with no pt adverse reaction reported. Although no pt adverse event occurred, an investigator from the FDA recommended co file this event as an MDR during his audit (11/16, 18, 19, 30/98).